Event description:
Per maude report (B) (4), during an unk procedure, the linear stapler fired but no staples came out of the cartridge. Stapler reloaded with all staples firing. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. This complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot# for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.